Event description:
It was reported the patient felt like she had a fever right where the implantable neurostimulator was put in. It was stated it stays hot or warm and it had been happening since it was implanted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09nax, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).